Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unspecified alarm. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had crack and it did not work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. No unexpected e/a alarm anomaly noted during testing. Device had cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners. (B)(4).